Event description:
Supprelin la implant placed (B)(6) 2010. During explantation on (B)(6) 2011 implant found broken in three pieces. Surgeon initially able to retrieve one portion of implant and unable to palpate remaining device. Plain film radiology done but unable to see device - not radiopaque. Sonography used with assistance of another physician and remaining 2 fragments removed. Per surgeon, this was a variation to his prior experience with this device. This was one of four implants that broke during explantation in a 2 day period. Surgeon verbalized the integrity of implants placed approximately one year ago are inferior to implants in prior 18 months and beyond.